Manufacturer narrative:
The initial emdr (2520313-2018-00016) dated (B)(6) 2018 was submitted with the incorrect model number. The correct information is as follows: model number - 59350459.

Manufacturer narrative:
A bayer service representative performed a system service check of the veris monitor january 4, 2018 and the unit was found to be operating to specification. The service representative observed during the site visit that there was tape rolled on the pediatric sensor. Product analysis reviewed photos provided and confirmed the service findings. The operation manual provides the following instruction: · "do not tape over the pulse oximeter sensor housing. Taping over the housing may cause injury and sensor failure due to excessive pressure. If the sensor needs to be secured, place tape over the cable, immediately behind the sensor." · the veris operation manual cautions that, "the pulse oximeter sensor may cause skin irritation and pressure necrosis. Inspect the pulse oximeter sensor site every two to four hours or per hospital protocol. Move the sensor to a different location if skin irritation is present". The customer has been offered additional applications training without response at this time.

Event description:
The site reported the following to a bayer representative: a (B)(6) patient underwent an MRI scan of the brain and entire spine to evaluate for meningocele while under anesthesia. The veris monitor was used to measure oxygen saturation within the blood using a pediatric oximeter placed on the right thumb. The exam was completed without event. Post procedure, a reddened area was observed on the thumb. The patient was evaluated by a physician. The patient was diagnosed with an intense local hyperemia on the right thumb. The physician confirmed there was no burn or blistering present. The nursing staff followed up with the patient's mother the day after the exam and confirmed the patient recovered and no redness was present. The site confirmed that the sensor was secured using tape. The site also admitted that they did not evaluate the area where the sensor was placed during the lengthy procedure, exact time of procedure not provided.

Manufacturer narrative:
Corrected data from initial report: the initial MDR 2520313-2018-00016 was submitted with an incorrect date of event. The correct date of event should be december 27, 2017 (12/27/2017).